Event description:
The customer reported that this loaner device failed the pads ECG test when an op check test was run. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that this loaner device failed the pads ECG test when an op check test was run. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.